Event description:
On 11/15/09 covidien was informed of a customer who had an issue with a so called "heparin finished product". (No specific info about product identity was rec'd.) The attorney alleges that the pt was administered heparin on one or more occasions, on and/or prior to (B) (6) 2008, or immediately thereafter, containing alleged contaminants and the pt was caused to and did suffer physician injuries.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.